Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. This alarm is generated when a power failure is detected. Customer was able to clear the alarm. Insulin pump turned off. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring = black on (B)(6) 2022, the customer alleged for critical pump error, blank display and insulin pump 24 alarm. No critical pump error (open book image) alarm¿noted during boot up. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay and cracked case near the corner of belt clip rails during the visual inspection. Thump software was utilized and downloaded trace/history files properly. No fatal critical alarms or three consecutive¿critical handling alarms found in the history files or traces. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No blank display during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, the power management graph confirmed the insulin pump error alarm was triggered when the mtr_vcc voltage was less than 2.9v for 3 consecutive minutes. No alarms or alerts noted during testing; however, in the pump history found: low battery alarms on (B)(6), 2022 at 18:28:00.000 power loss alarm on (B)(6), 2022 at 21:50:01.000, 21:50:08.000, 22:36:07.000 and 22:43:57.000 insulin pump error alarm on (B)(6), 2022 at 21:24:00.000, 21:34:00.000, 22:14:01.000, 22:24:00.000 and 22:39:01.000. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board1 and 2, force sensor, motor and vibrator assembly noted. In summary, pump passed all required testing. Blank display and critical pump error not confirmed. Insulin pump error alarm confirmed in the device history, problem isolated to the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.